Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross connect access solution kit was selected for use. A pericardial effusion and cardiac tamponade occurred, and the procedure was cancelled. During a watchman left atrial appendage closure (laac) procedure, the physician went up with the versacross device and watchman sheath, along with a good image of the fossa ovalis with the appendage in the 5'oclock view. Once maximum tenting was achieved on the septum on the lower part of the fossa in a safe location, transseptal puncture (tsp) was performed, and the versacross rf wire went into the appendage. The physician then used the vxa/was to dilate the septum so he could get ice across. Then, the ice catheter advanced across and began getting measurements/images of the appendage from the left side of the heart. Spontaneously, the physician lost the left atrium (la) access and fell back into the right atrium. In response, they began manipulating the ice catheter to go to the left side, and upon doing so, they noticed a pericardial effusion (pe) on the right side of the heart. A pericardiocentesis was then performed to drain the fluid and the cardiovascular surgeon was called. However, the patient was still bleeding after draining was performed. Therefore, they decided to give the patient a pericardial window to drain the remaining fluid and then successfully managed the effusion successfully. Patient was sent to the intensive care unit (ICU) for observation. Product is not expected to return for analysis as it was disposed of at the facility. In the physician's and the surgeon's opinion, they both believe that the adverse event was caused by the ice catheter and not the transseptal puncture. No holes were seen from the anterior side, they believe that the left atrium (la) was scraped posteriorly during ice manipulation in the la. Prior to procedure, no pe was noted on echo. No devices were implanted. The patient was not on warfarin at this time. Although, they were on eliquis (anti-platelet drug).

Event description:
It has been reported that a versacross connect access solution kit was selected for use. A pericardial effusion and cardiac tamponade occurred, and the procedure was cancelled. During a watchman left atrial appendage closure (laac) procedure, the physician went up with the versacross device and watchman sheath, along with a good image of the fossa ovalis with the appendage in the 5'oclock view. Once maximum tenting was achieved on the septum on the lower part of the fossa in a safe location, transseptal puncture (tsp) was performed, and the versacross rf wire went into the appendage. The physician then used the vxa/was to dilate the septum so he could get ice across. Then, the ice catheter advanced across and began getting measurements/images of the appendage from the left side of the heart. Spontaneously, the physician lost the left atrium (la) access and fell back into the right atrium. In response, they began manipulating the ice catheter to go to the left side, and upon doing so, they noticed a pericardial effusion (pe) on the right side of the heart. A pericardiocentesis was then performed to drain the fluid and the cardiovascular surgeon was called. However, the patient was still bleeding after draining was performed. Therefore, they decided to give the patient a pericardial window to drain the remaining fluid and then successfully managed the effusion successfully. Patient was sent to the intensive care unit (ICU) for observation. Product is not expected to return for analysis as it was disposed of at the facility. In the physician's and the surgeon's opinion, they both believe that the adverse event was caused by the ice catheter and not the transseptal puncture. No holes were seen from the anterior side, they believe that the left atrium (la) was scraped posteriorly during ice manipulation in the la. Prior to procedure, no pe was noted on echo. No devices were implanted. The patient was not on warfarin at this time. Although, they were on eliquis (anti-platelet drug). It has been later mentioned that a perforation was not yet confirmed, but the surgeon believes that it was on the posterior wall. The versacross rf wire was not anchored anywhere, but it was in the middle of the la while the ice catheter was being manipulated and has lost la access. Heparin was administered and act was taken. Additionally, the patient was discharged the same day. No issues with versacross were reported. Both physicians confirmed that the versacross dilator and rf wire did not malfunction during the procedure nor contribute to the adverse event.

Manufacturer narrative:
Due to additional information received on 30apr2024, the fields b5 (describe event or problem), d4 (lot number, expiration date and unique identifier (UDI) #), f10 and h6 (patient codes) were updated, thus this supplemental MDR is being filed. The device did not return for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.